Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was observed to be extremely intermittent. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from a power node to the electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.